Manufacturer narrative:
(B)(4). No device return. The analysis results found that two reloads were received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy, some of the deployed staples were malformed when it was used on the gastric body at the 1st firing. Additional suture was performed by hand to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the target tissue might have been thick.